Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is used to capture the reprogramming.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements, increased threshold measurements, farfield oversensing and loss of capture (loc). Noise could be reproduced when the patient stretched their arms across their chest. An inappropriate shock was delivered due to 1:1 conducted supraventricular tachycardia (svt) within shock zone. The ra lead is suspected to be impaired. The patient was distressed and as such the physician deactivated shock therapy on the associated device.